Event description:
It was reported that the 9600 system would not fluoroscopic x-ray at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable was repaired during the service call. The system was found to be working as intended, and put back into service.